Event description:
It was reported that the patient presented for an implant procedure. The physician decided that the left ventricular lead's double bend shape was not optimal for the target vessel. Also, the physician stated that the lead was difficult to pass through the outer guide sheath, and felt that the coating did not feel as lubricious as expected. Another lead was successfully implanted. The patient was stable.